Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose level. The customer¿s blood glucose level was 600 mg/dl at the time of the incident and other blood glucose value was 456 mg/dl. Customer also reported that the infusion set had bent cannula. It was unknown whether the customer was using auto mode feature. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.